Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, the phrenic nerve was weak and became paralyzed while ablating the right sided veins. The phrenic nerve could not be captured for the rest of the case. This procedure was a repeat ablation with phrenic nerve injury reported to have occurred during the first ablation procedure. The patient was reported to symptomatically be doing fine at follow-up 3 weeks post procedure.